Event description:
It was reported that the right atrial lead exhibited reproducible noise oversensing. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and post procedure.